Event description:
(B)(6) (cs) called to report that whenever the s8 is connected to the stryker boom monitor via hdmi, the resolution on the stryker monitor is grainy, and the s8 resolution becomes too big, pushing the right and bottom parts of the monitor image off screen. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".